Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -9.5/2.5/075 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6)2023, the lens was exchanged due to refractive surprise. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
Unk work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Additional information: h6: type of investigation 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
Additional information: d9: return date: 17-may-2023. H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial with residue/debris on the lens. Visual inspection found residue/debris on the lens and no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim# (B)(4).